Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 23mm sapien 3 ultra resilia valve, the 23mm commander delivery system balloon ruptured longitudinally at the end of deployment. Balloon was able to be pulled back into the sheath and removed without issue. Stj calcium was noted. Valve appeared to be fully expanded. No patient complications noted. Per the fcs, +2cc of volume were added to the balloon. The degree of calcium in the annulus was moderate, with no tortuosity noted. The minimal luminal diameter was 5.7mm.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Review of imagery confirmed the presence of moderate calcification in the stj. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was unable to be confirmed as no devices were returned for evaluation and photos were not provided to confirm device failure. Available information suggests presence of calcification and higher than recommended volume prepared in inflation device likely contributed to the event as provided imagery confirmed presence of significant calcification and review of the case summary and fcs correspondence indicate +2cc's may have been used in the inflation device. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.